Event description:
Customer reported issues with the insulin pump. Customer states that the buttons are unresponsive. The blood glucose reading is 18.3 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent button response, due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked case on display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.